Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 250cc unknown textured saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed through a physical examination performed by a physician. As a result, an explant was performed on (B)(6) 2019.

Manufacturer narrative:
On (B)(6)2020 mentor became aware that the following statement was erroneously present in the initial report submitted on 2/6/2020: a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The correct statement is as follows: since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/11/2020. Device evaluation summary: according to the reported information, the patient experienced deflation of the breast implant. The device was visually inspected, and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).